Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of morphine at 8.8 mg/day and bupivacaine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the hcp inherited the patient from another hcp after the patient moved from one state to another and did not get the pump filled in time. The patient's personal therapy manager (ptm) indicated the refill date was (B)(6) 2016. It was stated that based on the ptm, the pump had been empty for about 2 weeks. It was stated that the patient's elective replacement indicator was 21 months so the hcp thought she would just replace the pump instead of risking refilling it. No symptoms were mentioned.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that he had asked the healthcare provider (hcp) to fill the pump he had because it was only 5 years old, but the hcp said it needed to be replaced. It was stated that the patient¿s previous hcp had the pump programmed perfectly where he did not have to take any pain medications. He showed the new hcp his printout and they said they could do exactly the same prescription. The hcp later said they weren¿t going to fill it like it was because it was too much. The patient stated he told the hcp it was not too much and he wasn¿t having any problems or needing anything for break through pain, but the hcp denied to make changes. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.